Event description:
Meter name: one touch profile, strip name: lifescan-one touch, meter code: 8, strip code: 8. Strip storage: unk, symptoms: dizziness. A pt reported they were taken to hospital. Their meter allegedly was inaccurately low. The result on their meter was 280 mg/dl. The result on the h0spital meter was unk. No comparison reported between customer's meter and hospital meter or lab. Customer is comparing to dex meter (380 mg/dl) treatment was saline solution and insulin. No further info has been reported.